Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the uv glue zone and at the distal end of the bevel edge. The fiber/glass cap is detached and returned in two pieces. The heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, torn and partially erased red octagonal sign and blue arrow indicator. The fiber was tested with hene laser fixture, aim beam is present at fiber tip end. No breaks were observed along the length of the fiber. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of fiber/glass cap fracture. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was broken at 122,516 joules and 25 minutes of use. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber at 403,277 joules of use. There was no patient injury reported.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber was broken and the procedure was completed with another fiber. There was no patient injury reported.